Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)): the returned ipg was analyzed. The allegation of high impedances has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is two centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected cause traced to component failure. Sc-2317-70 (sn: (B)(6)): the returned lead was analyzed. The complaint of lead damage was confirmed. Visual inspection revealed that the top seven electrodes are separated from the distal end. Electrodes 1-7 were not returned. It appears that tensile force was applied on the top seven electrodes resulting in fractured cable welds and its separation from the distal end. The returned portion of the distal end was fractured, and several cables are exposed. This is a result of a typical explant procedure and is not considered a failure. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to high impedances on the leads. The patient underwent a lead replacement procedure. It was noted that one of the leads had broken contacts coming off the wire. All broken contacts were removed from the patients body.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7075029.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to high impedances on the leads. The patient underwent a lead replacement procedure. It was noted that one of the leads had broken contacts coming off the wire. All broken contacts were removed from the patients body.